Event description:
A greenfield filter was implanted on (B)(6) 2007. On (B)(6) 2019 it was noted that the filter had migrated. The device was completely removed the same day using a non bsc removal system. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2007. On (B)(6) 2019 it was noted that the filter had migrated. The device was completely removed the same day using a non bsc removal system. No further patient complications were reported. It was further reported that the patient was diagnosed with a deep vein thrombosis in 2005. A greenfield filter was placed. On (B)(6) 2018 a CT of the abdomen without contrast was performed and revealed migration of the filter proximally and malpositioning with the apex directed towards the right renal vein approximately 30 degrees to the right from the course of the ivc. In addition, some of the struts migrated outside the wall of the cava. On (B)(6) 2019 the filter was successfully explanted using advanced endovascular techniques.